Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met, the wds was released. After release, the physicians noted that the closure device shifted proximally. The physician monitored the closure device for approximately twenty (20) minutes, and the device continued to shift. The physician decided to percutaneously remove the device. The physician inserted a trusteer access sheath and a non-boston scientific (bsc) grasping device. The closure device was grabbed and pulled into the trusteer sheath; however, it became wedged in the sheath and unable to retrieve. Multiple devices were used to try to get the device out of the sheath without success. A second trans-septal puncture (tsp) was performed and a non-bsc mitra clip sheath and a non-bsc grasping device was used to collapse and remove the closure device. The patient received packed red blood cell (prbc) transfusion due to blood loss from multiple sheath exchanges. The patient was discharged home the next day, (B)(6) 2024, with no further complications.